Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the cause of the reported issue cannot be determined. Additional information has been requested but not received. No allegations were made against the device. Following receipt of additional information a supplemental report will be submitted. Location : hospital. (B)(4).

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was not received. It was reported that the death was related to the procedure and not the device. An autopsy was not performed and the device was not explanted. Additional information has been requested.

Manufacturer narrative:
Corrected information: no eval explain code.